Manufacturer narrative:
Reported event: an event regarding santoprene handle degradation was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no item associated with the event was returned. Medical records received and evaluation: not performed because patient factors did not contribute to the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been two other events for the lot referenced. Conclusions: the event could not be confirmed as device has not been returned. CAPA (B)(4) was initiated on (B)(6) 2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised. Product surveillance will continue to monitor for trends. Device not returned.

Event description:
Found two handles that require replacement. One is tacky. The other is releasing a blue residue.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Found two handles that require replacement. One is tacky. The other is releasing a blue residue.